Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 04/14/2014. Additional information:the reporter was contacted by animas on 04/11/2014. The reporter indicated that the patient worked with a health care provider that determined that the blood glucose excursion was related to a management issue and there was no longer any allegation against the product. The reporter indicated that they wished to keep the existing pump at this time.

Manufacturer narrative:
Follow-up #2 02/08/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: there was no pump data from the time of the reported event due to continued use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked above and below the bumper pad and the pump case was observed to be cracked at the upper right corner between the keypad and the case cover.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient was experiencing low blood glucose levels under 50 mg/dl since starting on the new pump a month earlier. The reporter indicated that the patient was very active and was training for a sport but indicated that the patient had been training for quite some time without having lows. The reporter indicated that the pump basal rates had not been adjusted but bolus amounts were increased; the reporter indicated that the lows did not appear to be associated with boluses. Troubleshooting of the event indicated that the pump appeared to be operating within specifications however the reporter indicated believing that the pump was the cause of the patient¿s low blood glucose levels. The patient¿s blood glucose levels without any reported symptoms do not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.